Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported that they performed sampling and culturing of distal tip and possibly the channel after deviating from normal reprocessing protocols as detailed in the IFU. This was performed several times and one scope tested positive for a microorganism. The date of event is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export. This device is not distributed in us.

Manufacturer narrative:
Correction information type of report: follow up #1. If follow-up, what type? Device evaluated by manufacturer adverse event problem: coding changed based on the investigation result. Evaluation summary: as a result of interviews with the target facilities, the following was clarified. In order to examine the efficiency of cleaning, the facility investigated the cleaning performance when cleaning by a method other than the specified protocol. As a result, there were cases where microbiological tests were positive. It was later found that the test would be negative if washed according to the specified protocol. Based on the above results, this case was not caused by any product abnormality.

Manufacturer narrative:
Correction information: premarket identification PMA/510(k). Type of report: follow up #2. If follow-up, what type?

Manufacturer narrative:
Correction information: g2: report source (I checked "foreign" by mistake, so I will correct it.) G6: follow up #3 h2: if follow-up, what type.